Manufacturer narrative:
The investigation confirmed that higher than expected, imprecise vitros trop I es patient results were obtained while using the vitros eciq analyzer.the samples involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed as needed maintenance and adjustments to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. In addition, improper pre-analytical sample processing cannot be ruled out as a contributing factor to the event. There is no evidence that the vitros trop I es reagent malfunctioned.

Event description:
The customer obtained higher than expected, imprecise vitros trop I es patient results (patient 1 results = 0.226, 0.083 ng/ml; patient 2 results = 0.163, 0.064, 0.083, 0.073, 0.073 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported from the laboratory, and corrected reports were issued for the repeat results (patient 1 repeats < 0.012 ng/ml; patient 2 repeats < 0.012 ng/ml). There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).